Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. The archive had 1 computed tomography exam. There was no plan and registration data found in the provided archive. Logs captured there was one session on the date of issue stdfess procedure and touch_trace registration of was used, the site passed the registration metric in first attempt an accuracy metric of 4.6 millimeters (mm), the other two registrations performed by the site were failed because site did not meet the minimum acceptance criteria of 5mm. Suspected loose skin and registration pattern might have caused the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that they had significant issues registering the patient. Rep was not on site to troubleshoot and was notified after the fact. Site was eventually able to pass after multiple attempts, but only after achieving results higher than 5.0mm. There was no patient impact and a delay of less than one hour.